Manufacturer narrative:
(B)(4). The exact age of the patient is unknown; born in 1939. The device was not returned; therefore, a device analysis could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy peritoneal effluent and abdominal pain coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The patient was hospitalized for the peritonitis event. The cause of peritonitis was not reported. Treatment for peritonitis was not reported. The patient died due to a stroke (onset date not reported). The patient was recovering from peritonitis at the time of death. Pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available.